Manufacturer narrative:
(B)(4).

Event description:
Additional information provided states that the patient was seen in follow up and was reported as doing better; symptoms resolved.

Manufacturer narrative:
The device history records (DHR) for the device was reviewed. The associated device was released based on acceptance criteria. The root cause could not be determined conclusively. No UDI required due to this device was out of production prior to the september 24, 2014 UDI regulation date. (B)(4).

Event description:
An optometrist reported that a patient presented with light sensitivity two months post lasik. The previously prescribed topical steroid was increased. The patient will be seen at a later date for follow up. There are two related reports for this patient. This report addresses the patient's right eye, and another manufacturer report will be filed for the fellow eye.